Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump receive power loss alarm. Customer was able to successfully clear the alarm also able to complete rewind. Customer reports insulin pump had not been exposed to temperature. Customer stated notification light did not stop flashing immediately. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. During the second upload to complete the power error test, the right arrow keypad button did not respond to button presses. Unable to complete the power error analysis due to the keypad anomaly. After taking the boards out of the case and inserting them into a known good case and after swapping a known good electrical board, it appears that the problem seems to be isolated to electrical board.